Manufacturer narrative:
(B)(4). The customer passed away on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0869 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The date range listed in the formatted history file. The formatted history file lists data from 06/29/2018 to 08/25/2019. There was no data listed on the event date. The pump passed the functional testing.

Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2022. The cause of death was heart failure. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. No further information was given. The insulin pump was returned for analysis. The case is reported on basis of failure analysis.